Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that during preparation for an intervention cardiology procedure, stent damage was noted. While preparing the 4.00mm x 28mm promus element plus stent, it was noted that the stent strut was deformed as placed on the stent delivery balloon. The stent strut was kinked or damaged at the center or the distal tip. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s status was fine.

Manufacturer narrative:
A visual and microscopic examination found that the stent was damaged and had moved 8mm distally on the balloon. Struts at various rows were severely misaligned and bunched up. It was noted that the tip was slightly flared and blood was inside the tip. As there was blood in the tip, this indicates that device was attempted to be placed over the guidewire. The hypotube was kinked at various locations. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that during preparation for an intervention cardiology procedure, stent damage was noted. While preparing the 4.00mm x 28mm promus element plus stent, it was noted that the stent strut was deformed as placed on the stent delivery balloon. The stent strut was kinked or damaged at the center or the distal tip. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.